Manufacturer narrative:
Qn#(B)(4). The reported complaint of "blocked/obstructed - unknown tubing" could not be confirmed based upon the sample received. The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. Visual examination of the returned sample revealed that the et tube appears typical. The inside of the tube was inspected, and no obstructions or kinks were observed. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No issues were found with the returned device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "after intubation, there was a complete kink around 23.5cm that made patient's airway pressure rise and affected the ventilation. The patient did not desaturate and was reported as fine post the incident."

Event description:
It was reported that: "after intubation, there was a complete kink around 23.5cm that made patient's airway pressure rise and affected the ventilation. The patient did not desaturate and was reported as fine post the incident."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.